Event description:
It was reported by a neurologist through company rep that a vns pt believed her vns has moved. The pt was referred to a neurosurgeon for consult. At the moment good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.

Event description:
It was reported that the patient desired to have her device removed and was scheduled for explant. It was reported that the explant occurred because the patient "wanted it out" and due to lack of efficacy. It was reported that the surgeon just wanted to take the device out and that the patient was seizure free and she attributes that to her medications. Only the generator was explanted. The generator is expected to be returned for analysis, but has not been received to date.

Event description:
The explanted generator was returned to the manufacturer on (B)(4) 2013. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications of the current automated final test 102. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
Description of event, corrected data: the supplemental #1 MDR stated that the vns device had not been returned to date; however, the device was returned prior to submission.